Event description:
Caller reported that a malfunction occurred on a pump, but no notable events occurred prior to this malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the same malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared, which the caller acknowledged and understood.